Manufacturer narrative:
Sc1-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. However, due to corrupted history files leading to no detailed diagnostic files, no power graphs were able to be generated. Upon investigating existing history files, pump error 53 was found on 11/09/2025 08:15:47.000. Line=213 file=617. Per software engineering log, pump error 53 was due to software error. Isolate to electronic assembly. Additionally, failed battery test alarms were searched for, and alarms were found on 11/09/2025 08:15:50.000 through 11/09/2025 08:17:30.000, with several alarms noted. However, during testing, no pump error 53 or failed battery test alarms were noted. Unit passed displacement test, sleep current measurement test, active current measurement test, and self-test. Pump was received with normal operating currents. Unit was cut open and a visual inspection of connectors and electronic stack was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations for battery anomaly were not confirmed when no unexpected failed batt test alarms noted during testing. However, customer allegations for pump error 53 were confirmed when alarms were found during download history review, caused by software error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer reported receiving battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarms. The customer was able to clear the error and fill cannula delivery test was successful. Troubleshooting was performed for the battery failed alarm, and no damage was reported on battery cap contacts or battery compartment. The customer continued to receive battery failed alarms after inserting new batteries and restarting pump. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.